Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed an imaging core wind up and an imaging window was detached near the lap joint section. Sheath kinked was also noted. Impedance testing showed an electrical open at the distal end of the catheter, 20-30 cm from the distal housing.

Event description:
Reportable based upon device analysis completed on (B)(6) 2024 it was reported that visualization issues were encountered. A patient with a diffused lesion with 3.0mm x 4.5mm x 120mm blood vessel located in the right coronary artery. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter could not show the image after connected with the motor. The procedure completed with another of same device. There were no patient complications reported. However, device analysis revealed the imaging window was detached near the lap joint section. The device was returned for analysis. Visual and microscopic inspection revealed an imaging core wind up and an imaging window was detached near the lap joint section. Sheath kinked was also noted. Impedance testing showed an electrical open at the distal end of the catheter, 20-30 cm from the distal housing.